Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker was admitted into the hospital due to falls. It was suspected that this device exhibited loss of capture and or pacing inhibition. A device check was completed with satisfactory lead data. Device manipulations were performed, the right atrial (ra) and right ventricular (rv) leads noise was created but none sensed by the device at current parameters. At this time, the cardiologist does not want to make any changes to device programming. Boston scientific technical services (ts) reviewed the available data and did not confirm noise however a two second pause was confirmed. Additionally, a new lead was implanted and the issue was resolved. This device remains in service and there were no additional adverse patient effects reported. The involved ra and rv leads are non-boston scientific products.

Event description:
It was reported that the patient with this pacemaker was admitted into the hospital due to falls. It was suspected that this device exhibited loss of capture and or pacing inhibition. A device check was completed with satisfactory lead data. Device manipulations were performed, the right atrial (ra) and right ventricular (rv) leads noise was created but none sensed by the device at current parameters. At this time, the cardiologist does not want to make any changes to device programming. Boston scientific technical services (ts) reviewed the available data and did not confirm noise however a two second pause was confirmed. This device remains in service and there were no additional adverse patient effects reported. The involved ra and rv lead are non-boston scientific products.